Event description:
It was reported that the patient underwent a revision procedure due to inflation issues due to 2 holes in the cylinders and the pump was not working with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder an pump was implanted.

Manufacturer narrative:
The ipp cylinders were visually inspected and functionally tested. Cylinder one had a pinhole leak in the proximal cylinder body attributed to wear at fold; a hole was present. Cylinder two was pressure tested and performed within specification; no leak was found. The kink resistant tubing (krt) of both cylinders were identified to be cut down to the input tube sleeve. The momentary squeeze (ms) pump was visually inspected and functionally tested; the kink resistant tubing was worn to the filament and the pump poppet rod was identified to be misaligned. The pump was not functionally tested due to misaligned popped rod was identified.

Event description:
It was reported that the patient underwent a revision procedure due to inflation issues due to 2 holes in the cylinders and the pump was not working with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder an pump was implanted.